Manufacturer narrative:
Pump passed the displacement test and basic occlusion test. Unit unable to prime during prime/a33 test due to faulty fsr (gold). Unable to perform excessive no delivery test due to priming anomaly. No motor error alarm noted. Motor passed motor test.

Event description:
It was reported that the insulin pump had motor error. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.